Manufacturer narrative:
A response from the MFR is pending.

Event description:
During the induction testing at implant, the vf t-wave induction was attempted without success. However, following the attempts, a pacing induction was successful. It was also reported that the ventricular lead (medtronic lead) impedance was intermittently listed as >3000 dhms at both the implant and at the one month follow-up. Note: it was reported that the system is operating normally and remains implanted.